Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and homed system through motion control application. Manually aligned rotor, and manually opened door. Calibrated motion until system was homed. Gantry was able to dock. Performed mechanical inspection and verified operation. System was ready for use. B01,c07,d02,g04035 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000442. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was unable to dock. Site attempted to invalidate home, however the gantry would not proceed past the left tilted position. Representative confirmed with the site that he was able to move the gantry in different positions, however he also reported that the "door open" button on the pendant was unresponsive. Imaging system fully extended and was not able to bring it back into the home position. No patient was present at the time of event.